Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+3.0/036 diopter, in the patient's right eye (od). The lens was explanted due to excessive vaulting and loss of best corrected visual acuity. The lens was exchanged for a shorter lens and the problem was resolved.